Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir herniated; therefore, a surgical procedure was performed to remove and replace the component. There were no patient complications reported.